Event description:
Patient placed on a ventilator due to decreased/ loss of consciousness from seizure/fall. The respiratory care practioner (rcp) reported that the ventilator failed. After placing the patient on the ventilator, the ventilator continuously alarmed "disc/sense." The vent read high tidal volumes (2300-2500), high ventilation (27-30) and a high positive end expiratory pressure at 20-25cm h20. Also, the ventilator was not allowing the patient to exhale. The rcp was concerned because the "same problem occurred with another ventilator a few months prior to this occurrence." The rcp indicated not being sure if the problem was the circuit or the ventilator, so the rcp left them both on the vent set-up. There was no adverse outcome to the patient. The ventilator was removed from service. Biomedical engineering technician inspected the vent and found one of the flow transducer lines nearly disconnected into ventilator. The technician verified with the rcp that this disconnection was not done after the occurrence. The technician tightened the hose to the ventilator and verified proper operation. The ventilator was placed back into service. Rcps reminded to make sure that all connections are tight.====================== health professional's impression======================equipment failure due to partially disconnected flow transducer line.